Event description:
(B)(4).

Manufacturer narrative:
While seeking further information surrounding the event, the facility stated that the patient died. This information was received 3 weeks after receipt of the complaint. The time or the cause of death was not provided. The hospital will not provide any further information about the event due to confidentiality. No parts have been returned to investigate. The initial information received was that the edi catheter was not damaged. The user¿s manual contains thorough information how to insert the edi catheter. Our conclusion is that the cause of the incident was not related to a product failure. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
While seeking further info surrounding the event, the facility stated that the patient died. This info was received 3 weeks after the receipt of the complaint. Neither the time, the cause of death, and any other info were provided. Further info surrounding the event is still being sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).